Manufacturer narrative:
Correction - olympus received clarifying information from the customer during a follow up that related complaint (B)(4) was actually for an unknown scope used with the oer-3 not for a water filter accessory as previously stated in the initial report. In addition to this correction, additional information was received by the field service engineer (fse) stating that upon scope reprocessing and re-testing, the scope tested negative for microbial contamination. As of this follow up report, the scope is now undergoing inspection.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was confirmed based on the cleaning disinfection and sterilization (cds) checklist that reprocessing was performed when the replacement deadline of the water filter expired and the scope was used in the next procedure. The cause of usage while the replacement period of the water filter was exceeded was not specified, but it is considered that it was caused by the user¿s misunderstanding. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when the user reprocessed the device according to the device IFU and re-culture tested, the results conformed to the regulation's recommendation. The following is included in the device IFU: "all disinfection methods (whether performed manually or by an aer/wd), and all sterilization methods (whether performed by ethylene oxide gas or steam) require thorough prior cleaning of the instruments being reprocessed. If the instruments are not adequately cleaned prior to disinfection/sterilization, these processes will be ineffective. Immediately after each patient procedure and before disinfection/sterilization, thoroughly clean the endoscope and the accessories used with the endoscope." The operation manual of oer-3 describes ¿replacement period of the water filter¿ as below. We judge that the suggested event can be prevented by its implementation. "Replace the water filter periodically, at least once in one months to prevent contamination of the rinse water." Olympus will continue to monitor field performance for this device.

Event description:
The distributor reported to olympus on behalf of the customer, the evis lucera elite colonovideoscope, tested positive for unspecified bacteria contamination on the auxiliary water pipe. The issue was found at reprocessing during a routine culture of the scope. The scope was sampled once. During the sampling, the scope tested positive for > 1000 colony forming units (cfus) of escherichia coli, klebsiella pneumoniae, enterococcus casseliflavus and 5 cfus of bacillus subtilis amyloliquefaciens. The user did not report any patient harm associated with this event.

Manufacturer narrative:
As of this report, this device is not expected for return to olympus for evaluation. The customer indicated that the device will be reprocessed and retested in which these results will be provided. The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer does not aspirate water through the channels or flushes out the air/water, auxiliary, balloon, and the forceps elevator wire channel. The customer however, indicated that a suction pump is used to suck water from the forceps and suction channel. The customer did not indicate a detergent used during the pre-cleaning process. The customer confirmed that the manual cleaning process is performed within one hour after scope use. The customer uses detergent asp cydezyme and brushes the forceps channel, suction channel, air-water button, suction button, and forceps plug. The customer did not specify the brushes used during the manual cleaning process. The scope was not manually disinfected. For automated endoscope reprocessor (aer) treatment, the customer uses an oer-3 machine with endo quick detergent and aceside (disinfectant). The customer stated that a wash tube is connected to the channel during disinfecting. Additionally, the customer stated that an aceside disinfectant check is carried out every morning at the facility. The scope is dried with an ¿alcohol flash¿ and manually wiped with a clean paper towel. The scope is stored in an unspecified storage without a drying function. It was not specified if olympus is the maintenance company used by the customer. It was unclear if the scope was sterilized. Upon review of this cleaning sterilization and disinfection (cds) it was uncovered during evaluation that the oer-3 water filter was not replaced within the specified time period. It was also observed that the cleaning tube was allegedly modified in deviation to standard which, may have resulted in poor reprocessing of the scope. This finding is further captured in related cases: (B)(6) olympus endoscope reprocessor, model oer-3, 2011283. (B)(6) oer-3 electronic accessory (water filter). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.